Event description:
Set was unexpectedly received in package. Contacted customer to obtain information, all that is known is that set was used on a pt in a diagnostic setting and set leaked after a power injector was used. Customer acknowledges that set is not rated for use with a power injector. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. This is a customer acknowledged off label use of product. No device evaluation is required.